Event description:
Initial information was received on (B)(6) 2011, from a consumer's mother. According to the consumer's mother, her daughter used the colgate 360 battery operated toothbrush and it "exploded" while she was brushing her teeth and it appeared that her daughter's hearing had been affected. At the time of this report, the outcome was unknown. This report was received via email and the only contact information provided by the consumer was an email address. Despite numerous follow-up attempts, acquiring additional information was unsuccessful. This report is being submitted even though sufficient information was not provided to establish criteria for seriousness. (B)(4).